Event description:
It was reported the patient ((B)(6)) was experiencing ineffective coverage of stimulation. Lead diagnostic testing revealed invalid impedance measurements. In turn, the patient underwent surgical intervention to explant and replace the lead which resolved the issue.

Manufacturer narrative:
Results: the complaint about ¿invalid impedance¿ was confirmed. As received, microscopic inspection of the returned lead revealed a kink with broken wires approximately 8 cm from stim end. The damage observed is consistent with overstress the lead was subjected to while the lead was in the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.